Event description:
It was reported that the patient experienced an accidental opioid overdose after continuing to take pre-pump opioid medications after pump implant. The patient presented to the hospital with dizziness and syncopal episodes x 3 and nausea. The event resulted in in-patient hospitalization. On (B)(6)2015-, morphine and oxycodone were discontinued. The severity was considered severe (produces significant impairment of function or incapacitation and is a definite hazard to the subject¿s health). The event was ongoing as of (B)(6) 2015. The pump was used to infuse dilaudid (concentration 0.5 mg/ml, daily dose 0.49944 mg/day) and bupivacaine (concentration 7.1 mg/ml, daily dose 7.0921 mg/day).

Event description:
Additional information was received from a healthcare provider via a clinical study. The event status was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4) product type: programmer, patient. (B)(4).